Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range impedance measurements, oversensing of myopotential noise, and loss of capture (loc). Insulation damage was suspected but not yet confirmed. The associated device was reprogrammed. Surgical intervention was later performed and the lead was explanted. During the explant procedure helix issues were encountered. The patient is not pacemaker dependent and there was good bi-ventricular pacing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the anode coil was fractured 26 cm from the is1 terminal pin. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
--